Manufacturer narrative:
Other, other text: a device history record (DHR) review was conducted which indicated all inspection were completed and no issues were noted during manufacture. No samples were returned therefore we used for investigation photo which is attached to complaint. Based on photo which was provided we can confirm that a mix up happened. A review of the device history records shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of product. D5 unknown this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the tube needs replacing. No patient injury was reported.